Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. Debulking was performed with a 1.25 rotablator burr catheter. Afterwards, a 2.25mm x 20mm quantum¿ maverick¿ balloon catheter was selected and advanced to predilate the lesion. It was noted that the balloon ruptured. The number of inflations and to what atms is unknown. The device was completely removed from the patient. Indentation was performed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).